Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this device was explanted and replaced due to a product performance issue. A new device was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered shock therapy, however, was unsuccessful in converting the patient. The patient was seen for defibrillation threshold (dft) testing. Dft testing was unsuccessful in converting the patient. Review of the device position under x-ray noted that the device appeared to have moved lower than the initial implant location. An attempt was made to reposition the device, however, the device was still unsuccessful in converting the patient. The physician opted to explant the s-ICD and implant a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
This supplemental report is being filed to update the evaluation conclusion code.